Event description:
It was reported that this epicardial ventricular lead exhibited high pace impedance >9,999 ohms. A lead fracture was confirmed via x-ray. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.